Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for the abdominal exploration using the subject device in combination with the video system otv-s7, it was found that the front panel display of the subject device blacked out. The user facility replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the main circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board, which might be caused by the aging degradation because eight years and ten months had passed since manufacturing. If additional information is received, this report will be supplemented.